Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder scope surgical procedure it was observed that the battery device died after drilling one hole. It was reported that there was no delay in the procedure due to the event as an unspecified spare battery device was available for use. It was reported that the rest of the procedure was uneventful and the patient status is fine. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.